Manufacturer narrative:
The event occurred in a foreign country, this medwatch report is for the suspect device used in system 2 (lot number 459665, expiration date 09/30/2009).

Event description:
Customer reportedly received results of 311 mg/dl on advantage system 1 and 134 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.